Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer had been using humalog insulin for 6 days within the pump supplies and would refill the cartridge. Customer was informed that using the cartridge longer than the recommended 48-72 hours is off label per the user guide. Customer changed the infusion set tubing to address occlusion.

Manufacturer narrative:
Device not returned.